Event description:
The patient developed deterioration of general condition, dyspnea during exercise and peripheral edema. The patient received antibiotic treatment (unacid, gentamycin and vancomycin). On (B)(6) 2014, the patient experienced acute renal failure. On (B)(6) 2014, the patient was transferred in stable condition to a hospital in another area for rv-lead explant. This is all of the information that was provided to us. Requests for additional information had been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.